Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MFR#: 2134265-2012-00712, 2134265-2012-00714. It was reported that post a stenting treatment procedure, a patient death occurred. In (B)(6) 2009, a non-bsc stent was implanted in mid and distal right coronary artery (rca). In (B)(6) 2009, an unknown 2.75x16mm taxus stent was implanted in left main (lm) artery and an unknown 2.75x16mm taxus stent was implanted in left anterior descending (lad) artery. Both stent delivery balloons were inflated to 22atms. An unknown 2.5x20mm taxus stent was implanted in mid left anterior descending (lad) artery, inflated to 20atms. Medications given included: aspirin, clopidogrel, micardis, zetia, and selbex. In (B)(6) 2010, the patient was hospitalized. A de novo lesion was identified between the implanted stent in proximal lad and mid lad and restenosis was found at the stent edge of one of the stents. The lesion was not predilated. A 2.5x23mm non-bsc stent was implanted in the de novo lesion and overlapping the implanted two stents by 6mm, inflated to 19atms. The stent was post dilated with a 2.5x15mm balloon, inflated twice to 20atms for 20 seconds. Ivus confirmed that the stent was properly apposed and the procedure was complete. The patient was discharged 4 days later. In (B)(6) 2010, restenosis in mid rca was identified. A 3.0x8mm non bsc stent was implanted. In (B)(6) 2010, a patient follow up was performed and no problems were confirmed. In (B)(6) 2011, the patient was brought to hospital with cardiopulmonary arrest (cpa). Cardiac massage was performed for 20 minutes. However, they were unable to resuscitate the patient. An autopsy was performed, but the results are not known. Additional information was requested, but not available.